Event description:
A biomedical professional reported the irrigation will not stop during a cataract with intraocular lens implant procedure. The surgeon would step on the footswitch and when he took his foot off the pedal, the irrigation continued. The procedure was completed by using a back up system. There was no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).